Event description:
The reporter stated that the surgeon implanted a implantable collamer lens model micl 13.7 in 2006, and had to explant it on the following month, due to an excessive vault causing a decrease in pt's visual acuity and a high intraocular pressure. The lens was replaced with a shorter micl. The pt's intraocular pressure after the lens exchange was 16 mmhg. The reporter stated that the surgeon felt the issue was due to a mismeasurement of the white to white and not product related.

Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found within the search within the us and international database. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is on-going.